Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 at 2:46am, the patient's ECG rhythm showed svt event, but no alarm generated. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.